Event description:
It was reported that the ar-1380tc was implanted into the patient's sinus tarsi in 2012. One year post-op (2013) the patient had pain and inflammation in her ankle. The screw was removed in little pieces. Patient now wants to have a confirmation that the screw should not have been used for sinus tarsi.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The patient's concern about the specific use of the implant is addressed in the "indications" section of the product directions for use. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned by the facility.